Event description:
It was reported the 16cm arrowgard blue plus 42703 catheter was placed into the patient's right internal jugular on (B)(6) 2013. The patient was then transferred to (B)(6). The nurse noted swelling at the insertion site and removed the cvc one day prior to the scheduled removal. She noted a pinhole in the catheter extension line with the white hub. As a result, the catheter was replaced with a PICC to continue therapy. There was a delay in treatment with no patient harm and no patient death or complications reported. Per the clinician they did not do any power injecting in this catheter.

Manufacturer narrative:
(B)(4).